Manufacturer narrative:
The device was returned and was visually inspected and functionally tested. The reported issue was confirmed through testing. Dissection showed a leaking haemostatic valve.

Event description:
During a cryoablation procedure in (B)(6), there was a leak from the valve of the flexcath steerable sheath (catheter introducer). The patient was fine at the end of the procedure and no adverse event occurred.